Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain on the left flank area of the ipg site. It was noted that the ipg migrated in the past. The patient was brought to the hospital.

Event description:
It was reported that the patient was experiencing pain on the left flank area of the ipg site. It was noted that the ipg migrated in the past. The patient was brought to the hospital. Additional information was received that the patient was hospitalized due to a non device related issue and was reprogrammed. No further information has been obtained despite good faith efforts.